Manufacturer narrative:
(B)(4). After an intense ts review of sensor optimization, it was concluded that mv was not providing an optimal response, as there appeared to be arm movement artifact which resulted in inappropriate rates for daily activities. The xl appeared to provide a more stable and consistent response, thus further optimization should be from the xl only. Additional exercise review has been recommended only if indicated by the patient. At this time, all have agreed with normal follow-ups and no additional programming changes were indicated.

Event description:
The patient returned for scheduled follow-up, to include a subsequent exercise test. Testing confirmed significant noise artifact during above the head right arm movement, contributing to significant sensor indicated rate pacing. Discussion with the patient and physician confirmed previous devices, had been implanted in an intramuscular pocket; however, this device was more subcutaneous (superior and more lateral). Boston scientific's technical services (ts) continued with technical reviews, stating that the observations were a combination of variables influencing the minute ventilation (mv) response factor. Device positioning, in conjunction with arm movement associated with activities like walking, appeared to be negatively influencing the mv signal. The patient's programming has since remained with accelerometer (xl) only: review of xl only programming has shown a favorable response factor, with no recommendation at this time for further adjusting.

Event description:
Boston scientific received information that the patient with this pacemaker complained of a racing heart rate, not only during periods of rest but also while exercising. The patient is 100 percent pacer dependant and this implanted device, is of different model than the patient's previous guidant device. During interrogation, device settings and programming features, were reviewed and modifications made to the accelerometer and minute ventilation (mv) settings. The patient was then sent on a brisk walk: returned stating feeling no improvement. The patient was then to return for follow-up in another week. Boston scientific's technical services (ts) was contacted to provide recommendations and/or suggestions regarding the issue and the associated programming challenges. Ts reviewed the device's programming history, commenting that the settings of the accelerometer and mv of the patient's previous device, do not equate to the same numeric settings of this newer device, and should be further reviewed. Additionally, the patient reported not having a consistent exercise routine, due to a family commitment and states not being as active recently, as in the past. Another follow-up was performed, to include an exercise test with programming optimization troubleshooting modifications, implemented. Based on the clinical information provided at this recent visit, modifications to the response factor setting, failed to improve the patient's condition. During exercise testing, the patient became increasingly more breathless. The next follow-up was scheduled in two weeks, at which time device replacement would be discussed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected until the next clinical follow-up, our investigation at this time, is complete. This investigation will be updated should further information be provided.